Manufacturer narrative:
The reported high impedance was confirmed. Visual inspection showed a kink in the lead body where all the internal wire was broken. This would have caused the ineffective therapy experienced by the patient. As the high impedance was observed prior to explant, the broken wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
Initial reporter phone number: (B)(6).

Event description:
It was reported the patient experienced ineffective stimulation. In turn, diagnostics showed high impedances. As a result, the device was explanted and replaced to address the issue.